Event description:
Reporter indicated that the patient was experiencing painful stimulation in the neck. The physician performed a system diagnostics test and obtained high lead impedance. X-rays reviewed by manufacturer revealed a lead discontinuity at the location of the anchor tether. The patient's device has been turned off due to the high lead impedance event, and she is scheduled for revision surgery. No serious injury was reported.

Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. A lead discontinuity was identified at the anchor tether. Device malfunction occurred but did not cause or contribute to a death or serious injury.